Event description:
It was reported to philips that the device's navigation up button is torn. There was no report of patient involvement.

Manufacturer narrative:
The customer requested that a philips field service engineer (fse) be dispatched to the customer site. Upon evaluation of the device, the reported issue was confirmed and the cause was traced to a faulty display face plate assembly. Based on the conclusion of the evaluation, it was determined that this was a malfunction of the display face plate assembly. The part was replaced and the device passed all performance assurance testing. The device remains at the customer site. There is no indication of a systemic problem. No further investigation or action is warranted.